Event description:
It was reported, "burn. The customer found that the patient had burned (or epidermal detachment) the waist. The burn location is around the tab." (The tab means the staple area of the dispersive electrode).

Manufacturer narrative:
Conmed macrolyte premie dispersive electrodes are designed for use with electrosurgical generators during electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. This dispersive electrode is intended for use on low-birth weight infants, weighing less than 5.0kg and should only be used by, or under the supervision of, a trained physician, in hospital and surgical centers where procedures using rf energies are performed. A review of the manufacturing documents from the DHR/lhr for lot 1306195 has verified the devices were produced according to current and approved procedures and material specifications. In process inspection & visual checks were performed to ensure proper production of the shipped devices. No obvious discrepancies were observed with the DHR/lhr documents. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) (B)(4) was returned regarding a customer complaint stating that - "burn. The customer found that the patient had burned (or epidermal detachment) the waist. The burn location is around the tab. The tab means the staple part." No patient burn occurred; however, there is evidence of a skin tear with the epidermal skin patch left on the dispersive electrode. No charring or evidence of burning on the pad area where the skin injury occurred. One (1) used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. A picture was received, from the end user, which shows patient injury. The corresponding section of the gel was observed with the evidence of a portion of skin stuck to the device. Thus, it was deduced that patient injury was potentially caused due to skin peel off. In addition, review of the wire/pad connection area indicates that the gel was in contact with the staple which could lead to corrosion. The corroded wire was charred and detached from the foil prior to receiving at conmed complaint center. The complaint failure mode was confirmed during the examination. Also, the complaint failure mode was reproduced through a study protocol performed during the failure mode investigation. Similar complaints were received for the reported failure mode (see referenced medwatch reports below). Product containment action was performed through a ship-hold and risk to patient was addressed through a health hazard evaluation. A CAPA was initiated to address the root cause and corrective action plan. No further corrective action is recommended at this time. Conmed is considering this complaint closed. The following medwatch reports are all associated: 3007305485-2014-00041, 3007305485-2014-00042, 3007305485-2014-00043, 3007305485-2014-00044, 3007305485-2014-00045.

Manufacturer narrative:
The device has been received at conmed corporation on (B)(4) 2014; however, a direct evaluation of the actual device has not yet commenced. Initial evaluation shows charring at the tab of the dispersive electrode when the wire is stapled to the pad. This charring was under the foam cover of the pad. Initial evaluation also shows that there is epidermal tissue on the pad; however, there is no evidence of burning/charring of any kind on the surface where the patient exhibited a skin tear. The picture sent from the distributor of the injury along with the initial evaluation of the returned device confirms the patient injury to be a skin tear and not a burn from the dispersive electrode. A supplemental report will be submitted on completion of the quality engineering investigation.